Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 161 mg/dl. The customer states that the insulin pump was exposed to sweat and "mumitie". Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Findings: there was no button error alarm. There was intermittent button response which was due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker. There was no moisture damage electronic assembly.